Event description:
The customer reported that while the unit was in use on a patient, the unit would go into standby mode without being placed in standby mode by the operator. The patient was switched to another unit and therapy was continued. No patient injury was reported.